Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The insulin pump was received with normal operating currents. The insulin pump passed the self-test, unexpected restart error test, and off no power test. Unit was received with minor scratched lcd window, cracked case at the display window corners, and cracked reservoir tube lip.

Event description:
The customer's husband reported via phone call that her blood glucose level went up to 525 mg/dl. She took the insulin pump off and that night used manual injections to treat her blood glucose level. The high pressure test passed. The customer inserted 10 units the day before and the insulin pump did not deliver a drop. Nothing came out. The customer did not trust the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.